Manufacturer narrative:
The customer¿s report that the tubing leaked was not confirmed. The customer¿s experience was not replicated because the sets primed and infused completely during functional testing. The sets were visually inspected for obvious damage such as cracks, kinks, holes, and tears in the tubing and their components. No anomalies or evidence of damage were observed on the filters or the sets upon visual inspection. Functional testing did not replicate any leaks within the extension sets¿ filters or throughout the sets. Pressure testing also found no leaking or other anomalies with the returned sets. It is suggested that the customer review the guide for ¿IV in line filters¿.

Event description:
It was reported that the tubing leaked. There was no patient harm reported.